Manufacturer narrative:
The reported events of stretched helix and twisted/bent helix were confirmed, while the reported event of failure to capture was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. Analysis was performed, including output verification, and did not reveal any anomalies that would have contributed to the reported event of a capturing problem.

Event description:
During an implant procedure, a loss of capture was observed on the leadless pacemaker (lp). Diagnostic imaging was performed, and the helix of the lp was observed to be damaged. As a result, the lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the helix was observed to be stretched and bent.